Manufacturer narrative:
The device was received and an evaluation was completed. Utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed and is consistent with a failure that has been previously identified and corrected. This issue was the subject of field correction (z-0514-2021). The subject concentrator falls within the scope of this field correction.

Event description:
The user stated the unit blew up and a grainy powder substance was all over it. No additional information provided. She heard both the homes smoke alarms going off and the units alarms going off. Her brother was able to quickly unplug the device and open windows to ventilate the home. She stated the unit showed no signs of external damage of any kind aside from the unit emitting sieve material after the event. She stated the unit and home did smell strongly of smoke after the incident.

Manufacturer narrative:
This incident is being reported to the FDA based on the evidence that the device experienced an over-pressurization event of the product tank, an overheating event, or a possible precursor to such events. The underlying cause of the issue is unconfirmed. However, this failure mode resembles that which has been previously identified and investigated. The device has been returned and is awaiting further evaluation. Once further information becomes available a follow up will be filed. Components of the (B)(4) concentrator have been updated to prevent potential recurrence of this issue. The subject concentrator was manufactured prior to implementation of these updates. This issue also resulted in a field correction ((B)(4)) to replace the pe valve assembly in impacted (B)(4) concentrators to reduce the potential for a failure that can, in infrequent instances, result in a short duration and self-extinguishing thermal reaction. The subject concentrator falls within the scope of this field correction.

Event description:
The user stated the unit blew up and a grainy powder substance was all over it. No additional information provided. She heard both the homes smoke alarms going off and the units alarms going off. Her brother was able to quickly unplug the device and open windows to ventilate the home. She stated the unit showed no signs of external damage of any kind aside from the unit emitting sieve material after the event. She stated the unit and home did smell strongly of smoke after the incident.